Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to insert the needle into the fill port, then pull back on the plunger until it is fully retracted to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. Reportedly, the customer had not performed the air removal step during the load process. The customer reloaded the same cartridge and the issue was resolved.

Manufacturer narrative:
.